Event description:
It was reported that the customer noticed moisture under the screen of the insulin pump. Customer stated that the buttons on the insulin pump were also sticking and the numbers were ramping without input. It was noted that the moisture may be due to sweat. Customer's blood glucose reading at the time of the call was 15.0 mmol/l. No further information reported.

Manufacturer narrative:
No moisture damage was found inside the pump. The pump had intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.